Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this implantable pacemaker experienced pain and had multiple visits to emergency room (ER). Furthermore, the device was at the bottom of the diaphragm and upon interrogation the device was near the armpit. Hence, a pocket revision was done by suturing the device down. The device remains in service. No adverse patient effects were reported.